Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulty to position; however, the use after expiration appears to be related to the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system electronic instructions for use states: note the use by (expiration) date on the product label. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, a 3.5x15mm xience xpedition stent was successfully implanted in the mid right coronary artery lesion (rca) and an expired 2.5x8mm xience xpedition stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. Post implantation of the 2.5x8mm xience xpedition stent, difficulty was encountered advancing a non-abbott balloon catheter. Using a buddy wire, post dilatation was performed. The non-abbott catheter was removed without reported issue. There was no adverse patient sequela and no clinically significant delay in procedure reported. On (B)(6) 2015, the patient was discharged home. There was no additional information provided.